Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device staple line looked fine but when the surgeon went back to look it, it had started bleeding (more than oozing) and then when he scoped the patient he realized it was bleeding enough to need to reinforce with staple line with sutures. Additional sutures were required to stop bleeding and prevent leak on staple line and ensure hemostasis. A surgical intervention was needed to prevent a permanent impairment of a function.